Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, small grasping retractor instrument had snapped wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of loose pitch cable to be related to the customer reported complaint. The instrument was found to have a loose pitch cable at the distal end. The loose cable segment the contains the crimp was still installed in the clevis.

Event description:
Refer to h10/h11 for follow-up information.